Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about a month after implant, noticed a return of bladder symptoms. Patient also said that the tingling sensation was going up and down their left leg and sciatic nerve instead of near rectum. When asked, patient said that did see healthcare provider and had an x-ray and was told that the wire has moved and had the lead replaced on september 12th. Patient then said that about 2-3 weeks ago gradually noticed return of symptoms during the day and said that has to wear a pad at night. Patient said again is starting to feel stimulation going down their left buttock to the bend of their left leg. When asked no falls or trauma since received implant. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and switched programs and adjusted the setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2r5mp); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back reiterating previously noted events and expressed interest in changing their programs. Patient stated that 1.5 years ago their lead came loose and they could tell because they were experiencing stimulation up and down their leg. Patient reported that now they have similar feelings of stimulation down their leg. Agent guided patient through changing programs at patient's request. Patient successfully changed programs and increased therapy to a comfortable level. Patient will continue to monitor symptoms. Patient stated that they intend to see their hcp to verify that their leads are still in place. The patient was redirected to their hcp to further address the issue.